Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator the camera did not start correctly and displayed error message error e433 warning prompt. The issue occurred at inspection of the device before patient in a room. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d10, g3, h2, h4, h6, h11. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. The complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device.